Manufacturer narrative:
The device was not returned to mmdg for evaluation so no investigation could be completed. A DHR review could not be performed because no serial number was provided. Based on the complaint information received, the pump appears to have over infused at a rate that mmdg considers reportable, however, no values for the amount delivered were provided. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that they had infusions that were ending two hours early. They stated that they had this happen multiple times. Mmdg followed up with the initial reporter, but they stated no other relevant information was available. (B)(4).